Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels. This occurred with three infusion sets from the same lot number. The infusion sets were discarded; therefore, the product will not be returned for evaluation.